Event description:
It was reported that the patient presented to the hospital after receiving hv therapy. Upon interrogation, oversensing was observed which led to the inappropriate therapy. X-ray revealed the lead had pulled back to the valve. The patient will be monitored until lead revision is scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.